Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that the bolt got cross-threaded in the process of tightening it to the broach and the threads were damaged so that it would no longer tighten fully. The other bolt in the set was used instead and the case was finished without further incident. There was no surgical delay. There was no patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "the bolt got cross-threaded in the process of tightening it to the broach and the threads were damaged so that it would no longer tighten fully. The other bolt in the set was used instead and the case was finished without further incident." The product was not returned to medtech orthopaedics, however photos were provided for review. See (B)(4). The photo investigation revealed that '250440001, attune rev fem broach trl bolt¿ had stripped tip, thus resulting in inability to hold/retain. The observed condition of the device is consistent with a component failure that was caused by exposure to unintended forces like overtightening the device while assemblance; or by assembling the device in a misaligned position. Properly handling and attention to the approved use of the device diminishes the risk of failure. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune rev fem broach trl bolt would contribute to the complained device issue. Based on the investigation findings, potential causes can be attributed to unintended use and component failure for stripped and inability to hold/retain respectively and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. H11 additional narrative: added: g1 (manufacturing site name).